Event description:
Philips received a complaint from a customer biomed reporting a co2 low leak rebreathing alarm on the v60 ventilator. The issue was identified in preventative maintenance (pm) testing; the device was not in clinical use. There was no report of harm. Investigation is ongoing.

Manufacturer narrative:
H10: the customer biomed engineer (bme) evaluated the issue and confirmed the reported issue. Diagnostic code 1203 was confirmed in the device significant log. The product support engineer (pse) determined the gas delivery system (gds) required replacement. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.